Event description:
Information was received from a healthcare provider regarding a patient who had cage explant. It was reported that right sided cage collapsed late. Collapse was not observed at initial follow up. Original case was a bilateral plif and the pre op diagnosis was degenerative disc disease. Collapsed cage was explanted in additional surgery. There were no further complications /symptoms reported regarding the event.

Manufacturer narrative:
D4, g4: product identifiers are unknown radiographic image review: intra-op image l3-s1 fusion l4-5 interbody graft present bilaterally. Graft on one side appears expanded compared to graft on other side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had non union. It was unknown if there were any complications after revision surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.